Manufacturer narrative:
Visual inspection and scanning electron microscopy (sem) were performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The sem report determined the majority of the balloon separation exhibited features suggesting tearing. An exact failure origin area could not be determined and may be located on the distal half of the separation which was not returned for analysis. A possible area of interest was documented showing tearing through the thickness of the balloon material. Mechanical damage was also documented on the outer surface (od) surface but mechanical damage intersecting the rupture edge was not observed. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, difficulty removing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the initial four to five inflations, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the fourth or fifth inflation. Additionally, it is likely that the balloon rupture did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during removal. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the heavily calcified proximal left anterior descending (lad) coronary artery. The 2.5x20 mm trek balloon dilatation catheter (bdc) was not soaked before use and was advanced to the lesion with resistance noted with the anatomy. The balloon was inflated 4-5 times not above the rated burst pressure; however, during use the balloon ruptured. Upon removal it was noted a piece of the balloon sheared off. The piece was able to be removed when the guide wire that was being used was removed from the anatomy. No further intervention was required and there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.